Event description:
It was reported that the patient experienced dizziness and chest pain and there was suspected intermittent left ventricular (lv) lead capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.